Event description:
Related manufacturing reference number: 2017865-2023-05233. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited high capture threshold, noise oversensing and far-field t wave oversensing that led to inappropriate automatic mode switch. The physician decided to cap and replace the right atrial lead. The right atrial lead was capped and replaced on (B)(6) 2023. The new right atrial lead exhibited p-wave amplitude variation and the helix was unable to properly grasp the tissue. The new right atrial lead was removed and replaced. The patient was in stable condition.